Event description:
It was reported that the ilet issued a dosing stopped alert after the user had been disconnected from a sensor for 24 hours and did not enter a fingerstick value during bg run mode, resulting in suspended insulin delivery and hyperglycemia with a blood glucose of 391 mg/dl the user later obtained a glucometer, entered a reading, and insulin delivery resumed, and the infusion set had been changed earlier that day. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to not maintaining bg run mode or starting a new sensor in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.